Event description:
It was reported that the user received an occlusion alert after changing infusion supplies and was instructed to resume insulin delivery and call back if the alert recurred; blood glucose at the time was 143 mg/dl, and the infusion set was an inset type. Symptoms included an occlusion alarm without reported clinical symptoms. Outcomes included no reported injury, no medical intervention beyond resuming insulin delivery, and no hospitalization. Investigation included troubleshooting via guided customer support. Investigation of this case revealed an occlusion condition associated with the infusion set that resolved after a supply change, consistent with infusion set or tubing obstruction. It was concluded, based on previously established findings for similar reports, that the cause was user-level or use-environment factors related to infusion set performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.